Manufacturer narrative:
Analysis of the implantable neurostimulator found a reduced battery capacity due to over discharge. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator. It was reported that the patient's implantable neurostimulator was in over discharge as the patient hadn't charged since about (B)(6) 2018. The patient's implantable neurostimulator was reset (for the second time) and the patient was requesting that their battery be replaced. Impedances were within the normal limit. The patient's replacement was scheduled for (B)(6) 2019. Additional information was received which indicated that the battery replacement was elective as the patient wanted quicker recharging. No further complications were reported or anticipated.